Manufacturer narrative:
On (B)(4) 2012, the field service engineer (fse) verified hardware performance. Substrate volume check was performed and the fse noted the instrument was dispensing approximately one half the volume of substrate that it should be dispensing. The fse stated most likely the substrate valve had failed, which would allow substrate to flow back into the bottle during the dispense cycle. The fse replaced the substrate pump assembly, performed decontamination procedure, and replaced the substrate and substrate probe. System check was performed following service and passed within instrument specifications. The fse advised the customer to recalibrate all assays and perform quality control (qc) following the calibrations. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. Review of the customer-supplied quality control (qc) data between (B)(6) 2012 indicates all levels of troponin I qc had been performing within 1-2 standard deviation (sd) of the laboratory's established ranges. The supplied troponin I calibration curve, performed on (B)(6) 2012, shows all levels of calibrators passed with acceptable percent coefficient of variation (%cv). Four routine system checks, performed on (B)(6) 2012, failed with unacceptable substrate mean values. The customer attempted several on-site troubleshooting measures with beckman coulter customer technical support (cts) in response to the failed substrate mean values, and obtained a passing system check once the laboratory replaced the substrate probe on (B)(6) 2012. A routine system check, performed on (B)(6) 2012, also failed with an unacceptable substrate mean value. This medwatch report is related to MDR 2122870-2012-01580.

Event description:
The affiliate reported the customer alleged one erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving unicel dxc 600i synchron access clinical system. Subsequent analysis of the patient sample, on the original instrument and an alternate analyzer, recovered lower results, within the normal reference interval. The elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.